Manufacturer narrative:
G4:22mar2021. B4:06apr2021. This issue occurred during set up of the unit for patient use. There was no report of patient or user harm and no delay to treatment reported. A good faith effort was made and the customer stated that all the functions on the display and the numbers are erratic. They were not be able to change the settings for any of the functions. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse evaluated the device and replaced the power management (pm) pcba, motor controller (mc) pcpa, and the data acquisition (da) pcba to resolve the issue. The device fully meets specification after repair and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported to philips that the device had unstable readings. It was reported to philips that the device had unstable readings. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.